Event description:
The customer reported that the device failed to turn on when an attempt was made to use the device on a person found collapsed. The pt was not resuscitated. A clinical review of the reported event by medtronic physio-control concluded that there is insufficient info to determine the impact of device use on the pt's outcome.

Manufacturer narrative:
Medtronic continues to investigate the reported event. The customer has indicated they will have a device evaluation performed by an independent service.